Event description:
It was reported that patient underwent a gynecological procedure on (B)(6) 2006 and tvt-o was implanted. It was reported that patient underwent partial removal surgery in 2010 and 2016. It was reported that patient experienced pain and bleeding. No additional information was reported.

Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).